Event description:
Additional info: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. Can you please provide an exact date of event in format dd-mm-yyyy? Date of the report. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Yes.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 12 samples and 1 photo submitted for evaluation. The reported issue of scale marking issue was confirmed upon inspection of the samples. Analysis of the sample showed that ten of the samples have the scale marking missing. The other two samples have the 20ml graduation line of the scale incomplete. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 305617. Batch#: 4064403. It was reported that the bd syringe 20ml ll tip conv pak had a scale marking issue. The following information was provided by the initial reporter: it was reported by the customer that found at least 11 of 20 ml syringes without printed increments (all came from the same lot numbers). Verbatim: rubber stopper misaligned on 10 ml and 1ml syringes ( and missing increments). Found at least 11 of 20 ml syringes without printed increments (all came from the same lot numbers).